Event description:
Initial information was received from a physician via a company representative and received by (B)(6) on 26-jan-2010 and additional information was received by coordinator on (B)(6) 2010: a physician reported that a patient received treatment with poly-l-lactic acid (sculptra) 2 vials in (B)(6) 2007, 2 vials in (B)(6) 2007, 1 vial in (B)(6) 2007 and 2 vials in (B)(6) 2008. The patient developed a nodule on unknown date below left orbit area, 8mm in size and had it excised by a surgeon in (B)(6) 2009. The outcome of event was reported as recovered. No medical history or concomitant medications were reported. No further relevant information was reported.

Manufacturer narrative:
Important medical event. Device qc performed. 1/29/2010.